Event description:
The account alleged the head function is running on its own. He has isolated the side rails and the test port. Technical support recommended replacing the logic board.

Manufacturer narrative:
Repairs have not been completed.